Event description:
A diabetic patient received low glucose levels on the day of the event when testing on ev monitor. Family members called 911. Emt confirmed low glucose level, gave sugar water and took vital checks. The diabetic individual was transported to hospital, stabilized and later released.